Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered two shocks due to noise and oversensing in different episodes. The therapy of the patient was turned off and hospitalization was prolonged. Analysis of the system was performed as well as x-rays. It was determined that this occurred due to air entrapment. The patient will continue to be monitored until the air dissipates. This system remains implanted. No further adverse patient effects were reported.